Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue. Unexpected replace battery alert while monitoring and unexpected replace battery now alarm was present in the pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of receiving a replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was 121 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.